Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). The device sheared intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4). Manufacturing date: september 24, 2014 - expiry date: september 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6), 2015 to have a 1/3 tub plate implanted for a distal tibia fracture with bone fragments along the medial malleolus. As the surgeon was inserting the second screw into the plate, the thread shaved off in a spiral-shape. The angle of screw insertion was 5-degrees to the distal region. The procedure was extended by ten (10) minutes with no reported adverse consequences to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that the: reported condition of this screw is confirmed. Shaft diameter could not be measured anymore due the damages. Tip section does show traces of use. Recess and head are slight used but in a functional condition. No manufacturing related issue was found. Root cause could not be defined exactly. It is likely that the screw must have been inserted in to the bone trough the plate with a tilted position. The screw shaft must have had contact to the plate or other hard material and the shaft thread has shaved off. Complaint is unconfirmed from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.